Manufacturer narrative:
The used cartridge was returned. Viscoelastic was observed at the edge of the loading area with a small spot in the tip. The cartridge has evidence it was placed into a handpiece. No cartridge damage was observed. The cartridge was cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. Product history records were reviewed and documentation indicated the product met release criteria. A qualified lens model/diopter was indicated with a non-qualified viscoelastic. The handpiece used was not provided. It is unknown if a qualified product was used. The root cause for the reported material in the eye could not be determined. The used cartridge was returned. No damage was found. No foreign material was observed. Top coat dye stain testing was conducted with acceptable results. Information was provided that a non-qualified viscoelastic was used. It is unknown if a qualified handpiece as used. Per the instruction for use (IFU): the cartridges are qualified for use with compatible company handpieces for the surgical implantation of qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported during an intraocular lens implant procedure, shards of plastic in the eye which they believe most likely comes from the cartridge was observed. They have seen it with the monarch iii and monarch IV. It has become such a recurring issue. The doctor describes it as an adherent film that is on the optic most likely from the cartridge. It tends to be the lens has pressure points or creases. He knows its not a crease because often times he can peel it off with aspiration. He has noticed this with multiple techs and back to back cases so he knows its not isolated to a particular injector. Additional information has been requested.